Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, missing, white particles. A microscopic analysis was performed which identify crease sharp on anterior side. Based on the device analysis the final assessment is: a crease sharp on anterior side due to fold flaw opening. A piece of the shell is missing the assessment is inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.